Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The observed link detachment is suggestive that a device failure occurred; therefore, the unspecified device failure is confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional angioplasty procedure. Reportedly, an unspecified device failure occurred with two proglide devices. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.